Event description:
Customer rer alleges false positive troponin I (tni) result with meter. Pt was admitted to ER and whole blood sample was tested: (B)(6) 2012 at 12:15 triage resulted tni=0.14. On (B)(6) 2012 sample drawn at 4am was spun to plasma and run at 9:00 am: triage tni=1.22. Vista tni<0.02. Customer then spun original sample from (B)(6) 2012 down to plasma (21 hours later): triage tni=1.21. Vista tni<0.02. Diagnosis initially was increase in tni - nstemi. Customer uses triage tni cutoff of 0.4 ng/ml.

Manufacturer narrative:
Investigation pending.